Manufacturer narrative:
Updated fields: (device available for eval), (investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) evaluated the unit. Fse observed that the shuttle transducer calibration was out of specification. The fse calibrated the transducer. Fault rectified and all functional test done. Handed over the unit in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) maintenance required code #3. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)